Event description:
It was reported that the patient thought that they were allergic to the device. It was noted that the patient had symptoms of pain over the implantable neurostimulator (ins) site. It was further noted that the patient had a 'stinging feeling' with the ins on and off. It was noted that the impedances had been checked and no shorts were detected and that 'everything was intact.' It was further noted that reprogramming had been attempted. The reporter stated that it was unknown when the patient had begun experiencing symptoms. Additional information reported that the patient was feeling 'an internal allergic reaction.' It was noted that the physician did not observe an external reaction. It was further noted that the physician did not believe that it was an actual allergic reaction, but would be explanting the device 'per patient wish.' It was noted that the patient was receiving adequate stimulation and that no malfunctions of the device were experienced. It was noted the entire device was to be explanted per patient request. The status of the patient at time of report was noted as no injury or adverse event. Additional information received reported that the patient was recovering from her explant without any additional complications. It was noted that there were no malfunctions seen or cause of the issue identified.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).